Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the fraction of inspired oxygen (fio2) was moving slowly as target was changed overshooting by 10 points or undershooting by 10 points. The system kept going into cal (calibration) mode during the case. The perfusionist put the electronic patient gas system (epgs) at 100% fio2 and finished the case without any issues. The surgery was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.